Manufacturer narrative:
Investigation conclusion: the product lot number was not provided, therefore, we performed a search for similar complaints of the reported problem. No adverse trend was observed for the reported issue. Without product lot information, no further testing could be conducted. Root cause: insufficient info. Source: email.

Event description:
Reports 5 false negative flu, a results confirmed by unknown method. Patients were symptomatic. No apparent adverse event. Report 3 of 5.